Manufacturer narrative:
(B)(4). Batch # r93f2z. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device was impossible to unscrew from attachment and fell to pieces. No harm on patient reported. No further information available.